Event description:
Per oos, after six and a half months, this lead exhibited poor r-wave sensing. The graphs indicate a drop in sensing and impedance in (B) (6). This lead was extracted and replaced with another linox sd 65/18, (B) (4). Al sensing values were within normal ranges with the new lead.